Event description:
It is stated that "driving in iliac screws and tip of screwdriver broke off into the screw head. Did not affect the 'time' in surgery."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.